Event description:
During a follow-up call to the patient's nurse for an unrelated issue, the nurse stated that the home patient was currently being treated for peritonitis due to the titanium adapter separating from the catheter. The home patient presented to the clinic displaying no signs or symptoms of peritonitis, however, the home patient's mother stated that the titanium adapter had separated from the catheter, but she was able to reconnect it prior to presenting the home patient to the clinic. An effluent sample was taken at that time which revealed coagulase negative staphylococcus epidermidis. The differential taken at that time resulted in 7% eosinophils, 9% lymphocytes, 80% monocytes and 4% mesocytes. The home patient was not hospitalized for this episode. The home patient was treated with vancomycin 30mg/l intraperitoneal (ip) once daily starting in 2006, and fortaz 125mg/l ip once daily starting the following month. The home patient has since been recultured and considered recovered. The specific results of the cultures and blood work are unknown due to hospitalization. No exit site or tunnel infection was noted. The home patient's mother does not reuse supplies per the home patient's nurse. The home patient's nurse reviewed proper procedure with the home patient's mother. The patient does not have any known allergies.